Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead's signal looked like atrial fibrillation. When they tried to measure impedance, it stated that the episode is in progress, hence a lead dislodgment was suspected. No adverse patient effects were reported.